Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an 81-year-old male undergoing high risk percutaneous coronary intervention (hrpci) was supported with an impella cp device. The patient¿s pre support clinical condition was consistent with scai shock stage d. Prior to impella insertion, laboratory samples were noted to be hemolyzed, and repeat labs again demonstrated hemolysis. An echocardiogram was performed after support initiation and confirmed that the impella cp remained in good and unchanged position. There was no device involvement in the observed hemolyzed laboratory results. The patient was receiving dialysis, and the clinical team noted that hemolysis may have been present prior to impella support. The device was not removed due to any device related issue. The device was eventually weaned successfully and the patient survived. Based on the available information it is unclear if there is a causal relationship between the impella and the event of hemolysis. The impella will not be returned, without the device return, no further investigation can be performed.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.